Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The AED has a random verbalization-memory full error. When you install an adult pad pak and turn the unit on, the AED indicates a child pak is installed. There was no patient involved in this event.